Event description:
Reporter alleges the pt developed early encapsulation, pain, chronic fatigue, arthralgia/myalgias, rheumatoid factor, dysesthesia (abnormal sensation of skin), adenopathy, fevers, night sweats, neurocognitive disorder, dry mucous membranes, rashes, grade iii contracture on the left side, axillary adenopathy symptoms, positive left marked bleed/incipient rupture and medium caps with mild histiocytes.